Event description:
In 2008, there was an end customer report that, not during patient use, a device was reporting a service required prompt. A week later, review of the actual device and its electronic history file determined that during a deployment of the device two months later the device advised a shock, reported a service required message and canceled the shock. Five additional rescue attempts with similar outcomes were logged in the electronic history file. To date, no further incident details or patient outcomes are available.

Manufacturer narrative:
Evaluation summary: evaluation of the actual device indicates that the device was damaged in the field, causing components to be sheared from the internal circuit board. Review of the electronic history file indicates that service/maintenance of the device was not followed according to the manufacturer's recommendations prior to the incident and for approximately ten months after the first deployment incident. Service/maintenance of the device was not followed according to the manufacturer's recommendations.